Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 200 mg/dl. Fill estimate was accurate at the time of report. Pump was reset to resolve the issue.